Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown.

Event description:
On (B)(6) 2011, a customer reported that his freestyle freedom lite meter had a fast-draining battery. As a result of this issue, the customer reported "three weeks ago", on an unspecified date, he was unable to use his meter "which caused his readings to become low and he bottomed out and was shaking, nervous, anxiety, rapid heartbeat." The customer presented to the ER, was diagnosed with hypoglycemia, and treated with "two tubes of glucose". No self-treatment for this event was reported. The customer additionally reported "five weeks ago", on an unspecified date, his "sugar went really high" and he experienced symptoms of "frequent urination, dizziness, fatigue, and loss of motivation." The customer presented to a health care facility and was given unspecified "IV treatment" for his "high blood sugar attack". No self-treatment was reported. There is no report of death or permanent impairment associated with this case.